Manufacturer narrative:
A field service engineer was dispatched on 10/14/2015. The fse replaced the floppy with new one and had same problem and changed out main board with same probelm. The fse had a spare back up floppy and unit so reloaded sotware with backup floppy disk drive. The customer also complained of high presure and replaced stator face, rotor seal and sample loop that customer had onsite in there inventory. The fse ran drain flush and opened drain valve while pump was at high presrue around 13mpa and the preausre dropped back to 9.5. The fse ran controls and calibration-all were reported in range. No further action required by field service. The g7 analyzer was functioning as intended and errors cleared. The most probable cause of the reported event was software corruption/operating system error of the floppy drive. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report isbeing submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2015 a customer reported softwear corrupt with the g7analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results.there was no indication of patient intervention or adverse health consequences due to the delay in reporting.